Event description:
The complaint is now reportable based on the analysis completed on 03/20/2006.it was reported that during a coronary drug eluting stenting treatment procedure,the stent could not cross the lesion. The physician was attempting to treat a lesion located in the left anterior descending (lad) artery. The taxus express2 3.00 x 8mm stent failed to cross thed lesion. No patient injuries or complications were reported. However,the returned product confirmed that there was stent damage.